Event description:
It was reported that the home patient (hp) had found a leak in the cassette of their automated peritoneal dialysis (apd) set with cassette that they used for therapy. This occurred while the hp was connected. The registered nurse (rn) advised the hp to use new supplies for therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.